Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. Cause of hospitalization was not provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.